Event description:
Customer claims 4 of their mx450 beside monitors have gone into standby without user interaction. No pt harm was reported.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.